Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 45 stapler instrument was stuck in the cannula. Once removed, the joint was found to be cracked. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.107"- 0.408". A visual inspection displayed no signs of missing fragments. The reload was returned with the stapler and was analyzed. The reload showed no signs of damage, and was unused and unfired, and did not proceed with the instrument. A visual inspection confirmed no abnormalities in the cartridge, knife, pushers, or cover. The reload was installed onto an in-house golden instrument, which was driven on a system; the reload attached to and detached from the instrument without difficulty on multiple attempts. Both the instrument and reload passed recognition and engagement tests. Overall, no device-related failures were found, and the reload was confirmed to be fully functional. The complaint was confirmed by failure analysis. The probable root cause of damaged snake wrist cover is attributed to user-related factors, including device handling during use or sample handling.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was inspected prior to the procedure. The instrument did not collide with other instruments, and no fragments fell inside the patient. There was no report of patient injury.

Event description:
Refer to h11 for follow-up information.